Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high as well low blood glucose level customer high blood glucose level was 517 mg/dl and low blood glucose level was 34 mg/dl. Customer was treated with carbs and manual injection. Customer stated that they issue with her insulin pump. Troubleshooting was not performed. The product will not be returned for the analysis.